Event description:
The customer reported to olympus that during maintenance, the evis lucera elite colonovideoscope tested positive on (B)(6) 2023, for greater than 100 colony-forming units (cfus) of stenotrophomonas maltophilia. The sample collection was obtained from the flushing channel site. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The device was last processed on (B)(6) 2023. The scope was not used in any procedure after the positive culture was identified and quarantined. No additional reprocessing was performed before the device was returned to olympus. The device's storage temperature was 30 degrees celsius.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation, and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was not sent out for additional microbiological testing. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning the reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility's findings. The customer did not provide the specific steps taken during the cleaning sterilization and disinfection (cds) process. The issue was not confirmed, as the scope was not microbiologically tested by olympus. The device evaluation found the following: the play of the up/down knob was out of the standard value due to wear of the angle wire, and a flare occurred due to the adhesive peeling around the objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined due to the fact that the relationship between device and event could not be specified. The growth of microorganisms was found through culture testing by the user after reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.